Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n150425029, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that last year, "when the patient was fighting with his insurance company", the pump ran out of medication and he thought he was ¿gonna die¿. He couldn¿t take his dog outside to go to the bathroom; he ¿couldn¿t even crawl it was that bad¿. Because of his insurance, the patient was sent to another hcp (healthcare provider) and ¿he reduced everything by 90% and it almost killed me¿. The patient was able to return to his previous hcp again and they were slowly trying to ¿build him back up¿. Initially the patient was going in once a month, but now he was going in once every 5 months. It was noted that, prior to his knee replacement last year, the pump was being refilled every 4-5 weeks. The patient had had his same knee replaced twice within 10 days; it had gotten infected and his pain level had gone up. Additional information has been requested, but it was not available as of the date of this report.